Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the pyxis was not communicating on certain stations. A technical support specialist (tss) reported that tl had identified the issue as device data synchronization not running, in accordance with the knowledge article sync 2.0 - all devices not communicating - deadlineexceeded. The affected medstation es device was accessed via remote support services (rss). The command shell panel was opened, and the device data sync service was restarted using the following command powershell -command restart-service bddatasyncdeviceservice. After restarting the service, the disconnected mode icon was no longer present. An email update was sent to the customer to confirm resolution. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, some stations were not communicating. The customer stated that malfunction data synchronization failure occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.